Manufacturer narrative:
This report has been identified as event 3 of b. Braun medical internal report number (B)(4). Several photos were provided for evaluation. Upon visual examination, it was noted that a blue colored fiber was present inside the syringe cylinder. Upon further evaluation, it was determined that this fiber likely came from clothing worn in the cleanroom. In this clean room, the employees are wearing appropriate cleanroom clothing such as a headgear and a clean room smock. Despite of the cleanroom clothing worn by the employees, it cannot be completely excluded, that in very rare cases a fiber could have come from the clothing. Since the syringe components are made of plastic, they can charge statically and attract a loose fiber relatively easily. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as event 3 of b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: fiber-like particles were identified in a finished product manufactured utilizing this syringe as an in-process component. The particles appear to be natural/cellulose textiles, either blue or blue-black in color.